Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be unresponsive to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the moisture was observed on the display screen; a leak test found that the display lens was leaking.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Once investigation is complete, animas will send a supplemental to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.